Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) system wherein the intellispace cardio images were not coming through in picture archiving and communication system (pacs) and evocs. The device was in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.